Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. The lead impedance was 250 ohms. Pacing thresholds and sensing were poor. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.